Event description:
At least 2 lots of product are contaminated with bacillus species. It appears the rate of contamination is about 20% of representative samples. Transport media must be sterile as it is designed to transport clinical material which may contain bacteria prior to culturing for bacteria by the lab.